Event description:
Additional information was received from the patient reporting that they were redirected by their representative to patient services and patient inquired which body parts are targeted for each group (a, b, or c). Patient also noted they made some progress but was not quite where they would like to be at.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Pt called from registered number and said they got reprogramming and have another program that has worked okay, but still was not covering all their pain. Pt said the new program was better than the last one. Pt said they wanted some more reprogramming to see if they could make the coverage even better. An email was sent to the local reps. Pt mentioned working with rep.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was patient said they have been trying to reach their representative and are having pain. Patient said they were still having quite a bit of pain and they had almost no pain when they had the initial test. Patient stated they were expecting the same results as the trial but they did not. Patient had not tried changing groups or increasing their stimulation because they have been told not to. Pt explained they reached out to their rep couple days after they got implanted and rep stated they should wait couple weeks. Pt stated they wanted those weeks but they are still having pain and now their rep is not answering their messages. Agent emailed reps in the area and explained the role of rep. Pt stated they have a follow up appointment with their hcp on (B)(6) 2023. On (B)(6) 2023 the patient (pt) called back wanting to know what group a, b, and c with programs 1 through 4 affect for therapeutic relief. The pt had tried to ask their rep but their rep said the pt did not need to know and when the pt asked their hcp they said they did not know. The pt did not have any information and did not have any guidelines; the pt had not felt any stimulation when increasing their therapy. Patient services informed pt that they could try increasing each group more to see if they felt relief. On (B)(6) 2023 the patient (pt) reported the cause was not determined, did not report any actions taken or if the issue was resolved. Pt repeated previously reported queries about what different programs and groups do. Weight was received.